Manufacturer narrative:
Investigation/conclusion: the monitor was returned for investigation. The recovered impedance curves associated with the customer's reported inratio inr results were statistically analyzed and exhibited weak-slope changes. Weak-slope changes are known to contribute to discrepant results. This issue is related to the algorithm software on the monitor and was addressed in CAPA-(B)(4). Due to this root cause being identified as the cause of the customer's discrepant result, donor testing of the monitor was not necessary. The returned monitor met functional and thermistor testing. A review of the in-house testing history for strip lot 361978a was conducted. In-house testing on the reported strip lot met accuracy criteria. Manufacturing batch record review revealed no non-conformances. The lot met release specifications. The customer used expired strips; the use of expired strips may cause errors and inaccurate results. Further investigation performed under CAPA-(B)(4).

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. (B)(6). The patient's warfarin was held (B)(6) 2016 and then resumed at the patient's normal dose of 6 mg daily. The warfarin was again held for one day on (B)(6) 2016. Reportedly, the patient was using expired testing strips. There was no reported adverse patient sequela. There was no additional information provided.